Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the small pin near the jaws of the straight micro pituitary instrument proceeded to work its way loose. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior shaft is cracked at the centerline of the pivot pin, and the pivot pin is missing and not returned for analysis.